Manufacturer narrative:
(B)(4). Batch # unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  The following information was requested, but unavailable: could you please clarify if there were any patient consequences?. Could you please clarify if was any change in the post-operative care of the patient as a result of the event?.

Event description:
It was reported that when using the stapler, it was observed in the removed piece that the tissue was not fully stapled. When testing the stapling of the rectum with methylene blue, there was a lot of leakage of liquid in the cavity. As there was not space enough for a new stapling, the fistula was closed with suture.

Manufacturer narrative:
(B)(4). Date sent: 03/30/2021. Per photographic evaluation: during the visual analysis of two photos, the following was observed: the first photo shows a piece of the tissue and some staples can be seen on the tissue. The second photo shows a green reload loaded on the device and all drivers can be seen up. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. To date no device has been received.